Event description:
High, out-of-range impedances were found on 3 of the 4 deep brain stimulator electrodes. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).